Event description:
It was reported that this biomonitor was implanted by the physician with no issues right after he had just performed an ablation on the patient. While the physician was writing up his notes, the representative tried to interrogate the device to ensure functionality. The device would not interrogate. The representative plugged in another programmer and tried again, however the device will still not interrogate. It seemed as if the device might have migrated after the pocket was closed. The physician and nurse felt around to see if they could feel the device and they could not. The physician called in a thoracic surgeon and the device was able to been seen via fluoro but they still could not find it. Finally the device was found and removed. During this incident it was reported that the patients pulmonary sac had been punctured and the lung collapsed. A chest tube was ordered and placed. The physician decided that since the device was functioning appropriately that he would just implant it again. Should additional information be received, this file will be updated. The device remains actively implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
It was reported that this biomonitor was implanted by the physician with no issues right after he had just performed an ablation on the patient. While the physician was writing up his notes, the representative tried to interrogate the device to ensure functionality. The device would not interrogate. The representative plugged in another programmer and tried again; however, the device will still not interrogate. It seemed as if the device might have migrated after the pocket was closed. The physician and nurse felt around to see if they could feel the device and they could not. The physician called in a thoracic surgeon and the device was able to been seen via fluoro but they still could not find it. Finally the device was found and removed. During this incident it was reported that the patients pulmonary sac had been punctured and the lung collapsed. A chest tube was ordered and placed. The physician decided that since the device was functioning appropriately that he would just implant it again. Should additional information be received, this file will be updated. The device remains actively implanted.